Event description:
The customer reported that they did not agree with the AED shock advisory decision during a pt event. They reported that there was no negative impact to the involved pt.

Manufacturer narrative:
The customer reported that they did not agree with the AED shock advisory decision during a pt event. They reported that there was no negative impact to the involved pt. A philips field service engineer evaluated the device, and there was no malfunction. The ECG strips from the event were reviewed by philips quality investigators. The device was functioning as designed and intended and there was no malfunction. This was a user misunderstanding related to AED functionality and the criteria that must be met before AED mode is used on a pt.